Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for the replacement of the pump and provided instructions for putting the pump into storage mode and returning the problematic pump. Caller acknowledged understanding of the process and agreed to use multiple daily injections as a backup therapy until receiving the replacement pump.